Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook (pch) instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage on the monopolar yaw pulley near the cable routing. Material appeared to have melting occurred near the cable routing. No conductor wire insulation damage or broken conductor wire were was observed. The instrument passed the electrical continuity test. The distal clevis adjacent to the yaw pulley also showed thermal damage. The components are damaged and there may be missing material, but the size of the missing piece could not be confirmed. The complaint was confirmed by failure analysis. The probable root cause is attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's tip experienced an electrical leakage. The procedure was completed with no reported injury.